Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the reporter. During phacoemulsification of cataract in left eye (os), the posterior lens bag tore. The vitreous humor and two small fragments of nucleus of the lens were tried to cut out with the use of vitrectomy probe. The vitrectomy probe did not start functioning and two fragments of nucleus penetrated to vitreous chamber. The iol was not implanted. The patient was hospitalized from (B)(6) 2015 to (B)(6) 2016 and treated with medication to decrease intraocular pressure (iop) and with anti-inflammatory drugs (systemically and topical).

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The system message (pump motor failure) was found in the event log. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system operator¿s manual also indicates after filling and testing, and before surgical use, verify that the probe is properly actuating and aspirating. This may require lowering cut rate to achieve good visualization. The port should always remain in open position in footpedal position 1. If cutting port is partially closed while in position 1, replace the probe. Prior to entry into the eye, and with tip of probe in sterile irrigating solution, the surgeon should step on the footpedal for visual verification that the probe is cutting: if the cutter is observed to not fully close, or does not move when the probe is actuated, replace the probe. If cutting port is partially closed while idle, replace the probe. If air bubbles are observed in the aspiration line or exiting the probe tip during priming, replace the probe. If a reduction of cutting capability or vacuum is observed during the surgical procedure, stop immediately and replace the probe. The system operators manual also states the following warning(s): do not test or operate vitrectomy probes unless tip of probe is immersed in sterile irrigating solution or distilled water or is in surgical use. Irreparable damage to the probe and tip can result if run dry. Connect pneumatic tubing connectors from vitrectomy probe to console prior to initiating prime of probe. Initiating prime of the vitrectomy probe, or running the vitrectomy system, with one or both pneumatic connectors disconnected may cause the flow of non-sterile air over the sterile field for a brief moment. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The air source pneumatics module was received for evaluation. A visual assessment of the returned sample showed no visual nonconformity. The returned air source pneumatics module was installed into a calibrated hotbed and displayed the system message (sm). The root cause of the reported event can be attributed to a nonconforming air source pneumatics module. However, how or when this became nonconforming is inconclusive. (B)(4).

Manufacturer narrative:
A company clinical analyst reviewed the case and stated the following: ¿the customer reported the system stopped working during surgery. A system message displayed indicating pump motor failure. The event occurred vitrectomy with a system message displaying (pump motor failure) and the vitrectomy probe stopped working. The vitrectomy probe was switched out, but the system message continued to display. The customer was not able to use the system. The facility only had the one system. The case was aborted and the wound was sutured. The pressure in the patient¿s eye increased and medications are given to decrease it. The surgeon will wait until pressure in the patient¿s eye stabilizes and then the surgeon is going to finish the surgery and may implant an intraocular lens (iol). The customer is waiting for a new system to be delivered to complete the surgery. The surgeon completed a questionnaire. The patient was an (B)(6) male. The surgeon noted that during phaco the posterior capsule (pc) tore. The surgeon attempted to perform an anterior vitrectomy and was able to remove two small fragments of nucleus with the vitrectomy probe. The vitrectomy probe stopped functioning. Two fragments of the nucleus penetrated into the vitreous chamber. The intraocular lens (iol) was not implanted. The patient was hospitalized for seven days. The patient was on medication during hospitalization for decrease the intraocular pressure (iop) and to reduce the inflammation with anti-inflammatory drugs (systemically and topical). In the surgeon¿s opinion the device did cause or contribute to the event due to the failure of the vitrectomy probe not cutting. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system operator¿s manual contains instructions for proper prime and setup. Do not use vitrectomy probes that are not approved for use on the system. The system operators manual also states the following warning(s): do not test or operate vitrectomy probes unless tip of probe is immersed in sterile irrigating solution or distilled water or is in surgical use. Irreparable damage to the probe and tip can result if run dry. Connect pneumatic tubing connectors from vitrectomy probe to console prior to initiating prime of probe. Initiating prime of the vitrectomy probe, or running the vitrectomy system, with one or both pneumatic connectors disconnected may cause the flow of non-sterile air over the sterile field for a brief moment.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The air source pneumatic module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 29, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A head of ophthalmology department reported that during a vitrectomy, a system message was displayed and the vitrectomy probe stopped working. A different probe was used but the system message did not disappear. The surgery could not be completed. The vitreous humor was not removed and sutures were required. The intraocular pressure increased postoperatively and the patient was treated with medication. The doctor will wait until pressure in the patient\'s eye stabilizes and then will plan and finish the surgery. An intraocular lens (iol) will be implanted. Additional information has been requested but not received to date.

Manufacturer narrative:
The root cause for the reported increase in iop could not be determined, and there is no evidence to show that the reported malfunction of the system directly caused the increase in iop. The reported pc tear occurred prior to the reported event, and is therefore unrelated. With the information given, the root cause of the reported pc tear could not be determined. The manufacturer internal reference number is: (B)(4).